Event description:
It was reported that the guide bolt wrench broke subsequent to insertion of the intramedullary nail into the patient's femur. The drill guide could not be removed from the nail neccessitating removal of the femoral intramedullary nail and reinsertion of the same device. This occurrence extended the surgery by 2 hours.